Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter was testing in memory mode. The complaint was classified based on additional information obtained by the customer service representative (csr). The reporter stated that the alleged meter issue began on the afternoon of (B)(6) 2018. The reporter stated that the patient manages their diabetes with oral medication and insulin, and made no changes to their normal diabetes management regimen in response to the alleged meter issue. The reporter stated that after the meter issue began (time not known), the patient developed symptoms of ¿cannot speak properly¿. In response to the alleged symptoms, the reporter stated the patient was taken to the emergency room, and was treated with insulin by a health care professional. During troubleshooting, the csr noted when the patient was educated on the correct testing procedure the meter issue was resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.